Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information indicated that a lead revision procedure was performed. The local field representative reported that upon opening of the pocket, it looked like the proximal port plug of the device was a bit loose. Also, the suture sleeve was noted to be tied very tight which may have contributed to the clinical observation. The lead was explanted and replaced. The device remains in service. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated pulse generator (pg) displayed a high, out of range shock impedance measurement. The health care provider indicated that the patient would be brought in at a later time for follow up. No adverse patient effects. The system remains in service.